Event description:
Device was explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: b5, d4, d.6b, h4, h6.

Event description:
Healthcare professional reported patient's concern with the product and deflation. This record is for the right side. Device remains implanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Manufacturer narrative:
Additional, changed, and/or corrected data: d9 h3 h6 laboratory analysis summary the device related to the reported event deflation and anxiety-product/procedure was received on march 11, 2025. With lot number 2877620. Based on the device analysis grid, the assessments of the complaint are: ¿ deflation: observed and openings on the device and observed broken plug strap. ¿ anxiety-product/procedure: unable to observe as it is not related to the manufacturing process. As per the investigation procedure, creases were completed and none of the observations were found to be potentially related to the manufacturing process, no further actions are required.

Event description:
Healthcare professional reported patient's concern with the product and deflation. This record is for the right side. Device was explanted.